Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was due to the paddle connector that required to be cleaned which was completed, and the device successfully passed the self-test and returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device gave a "device failure, electrode plate detection failed" error message. There was no patient involvement.